Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested on 06/18/2008 by fax, on 06/18/2008 by mail, on 06/12/2008, 06/16/2008, 06/30/2008 and 07/07/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/11/2008.

Event description:
A surgeon reported seeing glistenings in the intraocular lenses (iol) in both eyes of a pt following iol implant surgery. The pt was reported to be have a small amount of posterior capsular opacification (pco) and the pt's vision is worsening. Add'l info was requested. There are two manufacturer's device reports being filed for this event. This report is for the second eye.